Event description:
A cranial surgery for a diagnostic biopsy of a tumor, was performed with the aid of the display by the brainlab navigation software cranial 3.1. A pre-operative MRI was acquired two days prior to the surgery for use with navigation. One day prior to surgery, the customer planned a trajectory in the software for the biopsy entry and target point (entry above patient's right ear and target at the right side edge of the tumor). The hospital did not provide detailed information about the surgery procedure steps despite brainlab's requests for further details. The following sequence of events was concluded from brainlab's review of the device's logfiles. During the procedure the surgeon: - positioned the patient in a non-brainlab headholder, and attached the navigation reference array to the headholder. - performed the initial patient registration on the preoperative MRI acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. The first registration was not accepted and the registration was performed a second time, which was then verified and accepted to proceed. - draped the patient and attached the navigated varioguide to the headholder for the biopsy needle alignment. - used the alignment workflow in the navigation software to align the varioguide to the planned trajectory (entry and target) for the biopsy. - at the end of the alignment on the verification step in the software, started the alignment over again, and accepted the result of the second alignment to proceed. Sometime after this second alignment, the software displayed a varioguide inaccuracy warning message to the user, when the software detected a relative movement in between the position of the varioguide and the navigation reference array. - confirmed the warning message and re-entered the varioguide alignment workflow, performed a new alignment, and accepted the final position in the verification window. - at some unknown point during the previous steps, made the incision and created the burr hole. It is not known if navigation was used to determine incision and burr hole location. - introduced the navigated biopsy needle into the surgical field. Brainlab could not determine if the biopsy needle was used at this point to collect a sample through the varioguide, since further details from the customer were not provided. - observed another varioguide inaccuracy warning in the navigation software, when the software detected a relative movement in between the navigated varioguide and the patient reference array. - confirmed the inaccuracy warning and opened the varioguide alignment workflow verification, in which the software displays the detected deviations of the varioguide to the planned entry and target points. At this point, the deviations displayed were approximately 3-4mm. - cancelled the realignment process of the varioguide without performing any realignment. - introduced the navigated biopsy needle into the surgical field. Based on the amount of time the navigated needle was detected by the brainlab navigation, it is likely but could not be confirmed by brainlab that a biopsy sample (or biopsy samples) were collected at this time, by passing the navigated biopsy needle through the varioguide. - completed the surgery. A postoperative CT scan was performed and the surgeon determined that the biopsy target was "minimally missed" (amount and degree of deviation not reported to brainlab). A revision surgery was performed six days after the initial surgery using the same brainlab navigation equipment, a sample of tumor tissue was retrieved, and the surgery outcome was considered successful. According to the hospital: - no critical (anatomical) structures were injured. - a revision surgery was planned to retrieve a diagnostic sample and was performed six days after the initial surgery, using the same brainlab navigation equipment used during the initial surgery. The outcome was successful as intended. Despite brainlab's multiple requests for further information, the hospital has not provided any further information at this time: - there was no report of any negative clinical effects for this patient due to initial surgery, neither due to the repeat of surgery/anesthesia. - there was no report of any (other) remedial actions necessary, done, or planned for this patient. - there was no report of any prolongation of hospitalization.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and tissue resections were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the hospital: - no critical structures were injured. - a revision surgery was planned to retrieve a diagnostic sample and was performed six days after the initial surgery, using the same brainlab navigation equipment used during the initial surgery. The outcome was successful as intended. Despite brainlab's multiple requests for further information, the hospital has not provided any further information at this time: - there was no report of any negative clinical effects for this patient due to initial surgery, neither due to the repeat of surgery/anesthesia. - there was no report of any (other) remedial actions necessary, done, or planned for this patient. - there was no report of any prolongation of hospitalization. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the limited information provided by the hospital, it can be concluded that the root cause for the deviation of the actual biopsy compared to the intended biopsy target (reported as "minimally missed") is: - a movement of the patient reference array and/or varioguide (biopsy needle alignment system) due to a non-rigid fixation and/or excessive inadvertent forces applied after patient registration was performed and after the varioguide was aligned to the planned trajectory. A movement of the reference array relative to the patient's head cannot be compensated by the navigation system and can result in a deviation between the registered preoperative patient image and the actual patient position during surgery. The navigation software did detect a relative movement of the varioguide compared to the patient reference array and displayed a varioguide inaccuracy warning to the user during the surgery, when the biopsy needle was being used. The user confirmed the warning message in the software and entered the varioguide verification window, in which the detected deviations to the planned entry and target point would have been displayed to the user (3-4mm), with the option to realign the varioguide to the planned trajectory. In this case, the user did not perform a realignment, returning to the standard navigation view to proceed with the use of the navigated biopsy needle for tissue collection without realigning the varioguide. The customer did not provide any feedback to brainlab regarding the reason for not performing the varioguide realignment prior to collecting the tissue biopsy samples. A potential contributing factor is an insufficient distribution of registration points acquired by the user for patient anatomy registration to navigation, in combination with an inadequate patient scan used for registration, both not following brainlab requirements. Specifically, the overall point acquisition was not sufficiently widely and evenly distributed over the required patient skin surface, including bony landmarks, region of interest, and the back of head/contralateral to region of interest, and points were acquired in areas where there was visible skin shift present in the preoperative scan. These areas of skin shift resulted from the application of headphones and/or face mask applied to the patient during the preoperative scan, which were not present during the actual surgery, and which do not follow brainlab scan requirements. This insufficient distribution of registration points caused the cranial navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation in the navigation display was not recognized with the necessary continued user verification of navigation accuracy after registration (i.e. During verification step), after draping, and throughout the procedure. Despite the varioguide inaccuracy warnings displayed to the user by the software during the surgery, the resulting extent of the deviation was apparently not recognized by the user. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.